Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID bi71000860 (lot: -); product type: h3: the system was serviced in the field and the ias on/off button would lights up solid when the button was pressed, no other change. Pendant remained blank, the generator did not boot up. The leds lit in the charger enclosure, but no leds lit on system control board or power conversion. A medtronic representative (rep 1) worked with another medtronic representative (rep 2) over the phone, and verified the voltage change on j8 going to the power conversion enclosure when the button was pressed. Rep 1 later returned to site, replaced the power conversion enclosure, and loaded firmware. The system them powered on, but the generator was not fully booting. Sedecal error e011. They cleared ground fault. They rebooted the system 4 times, ensuring it booted fully to 2d mode each time. Gain calibrations were 6 days past due, and so the rep completed the gain calibrations for the system. The system performed as intended. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the user was unable to switch to 2d mode on the image acquisition system (ias). They rebooted the system and the ias was not receiving power and the pendant wouldn't power on. No patient was present.

Manufacturer narrative:
H3 - evaluation of the returned power conversion enclosure bi71000860r lot# 2041224001 rev. B confirmed the event. The power conversion enclosure passed bench testing. Install into test system. System failed to fully boot, no 400vdc out of the power enclosure. Faulty power enclosure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.